Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6: the complaint condition was confirmed for the x25 final tightener (part #: 279712600 and lot #: gm5036102). No definitive root-cause can be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities device history lot: a review of the receiving inspection (ri) for mmsi single innie x25 hex was conducted identifying that lot number gm5036102 was released in three batches. ¿ batch1: lot qty of units were released on 12 may 2018 with no discrepancies. ¿ batch2: lot qty of units were released on 14 may 2018 with no discrepancies. ¿ batch3: lot qty of units were released on 11 may 2018 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A review of the receiving inspection (ri) for mmsi single innie x25 hex was conducted identifying that lot number gm5036102 was released in three batches. Batch1: lot qty of (B)(4) units were released on 12 may 2018 with no discrepancies. Batch2: lot qty of (B)(4) units were released on 14 may 2018 with no discrepancies. Batch3: lot qty of (B)(4) units were released on 11 may 2018 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2021 that the point of the torque driver final tightener device was spinning in the single innie set screw head. This happened twice. A different device was used on both occasions and the surgery was completed successfully. There was evidence of wear at interface/tip of instrument. There was a two (2) minute surgical delay. This report is for one (1) x25 final tightener. This is report 1 of 2 for (B)(4).